Event description:
In 2006, a pt experienced extreme allergic reaction immediately after an impression of the pt's dentition was made using alginot.

Manufacturer narrative:
Due to the extreme allergic reaction experienced by the pt, medical attention from a dr near the dentist's office was sought. The dr administered epinephrine via epipen. The pt also experienced hives, breathing distress and itching lips. The dentist does not believe that the product was faulty, he believes that the pt experienced a unique allergy to the alginot.